Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the patient was feeling pain "from neck to chest to left arm and back and feels it's the device causing this." The patient has been on pain medication for two weeks. Follow-up with the clinic determined that the right ventricular lead was repositioned due to the patient's symptoms. Patient was checked by doctor and system found to functioning properly. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling pain "from neck to chest to left arm and back and feels it's the device causing this." The patient has been on pain medication for two weeks. Follow-up with the clinic determined that the right ventricular lead was repositioned due to the patient's symptoms. Patient was checked by doctor and system found to functioning properly. The lead was later explanted and replaced. No further patient complications were reported as a result of this event.